Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that " on or about (B)(6), 2005" the plaintiff was implanted with the ams monarc sling to treat "pelvic organ prolapse and/or urinary incontinence". Plaintiff's attorney alleges that the plaintiff "began experiencing pain, pain with sexual intercourse known as dyspareunia, infections, bleeding, bowel problems, urinary problems and vaginal scarring/ shrinkage some time after implant". Plaintiff's attorney also alleges that the plaintiff "suffered, and continues to suffer, serious bodily injury and harm", as well as "permanent bodily injuries and significant mental and physical pain and suffering" and other damages.